Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose level of 178 (mg/dl). During troubleshooting with tandem technical support, the customer declined to remove their site. The customer will meet with their health care provider for more assistance.